Event description:
A low readings issue was reported with the adc device. Customer received lower sensor scan results compared to readings obtained on a competitor brand device and experienced seizure and symptoms described as, "diarrhea, vomiting, fighting fits." The customer was unable to self-treat and was transported to the hospital where torsemide 20mg and ramipril medications were provided and unspecified treatment for hyperglycemia was administered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.